Manufacturer narrative:
The reported adverse event / incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event / incident related device as well as medical records and medical imaging. A limited evaluation of the returned device was completed as during the complaint investigation, endologix identified evidence that this device was used outside the indications of use (off label). Evaluation of the reported complaint information along with medical records, and/or medical imaging suggests the conditions of the off label has cause this reported event. An evaluation of the manufacturing record was completed. A review of the part number / lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event was completed. An examination of medical records and/or medical imaging received by endologix shows that the reported type 1b endoleak was not confirmed. However, type 3a endoleak with complete component separation and sac growth were confirmed. The most likely causation of the type 3a endoleak was most likely related to the off label neck angle of 70° (should be less than 60°) and the sac growth is related to the type 3a endoleak. An open repair and explant the graft was performed on (B)(6) 2019. On day two (2) post intervention, the patient experienced a mi (myocardial infarction). The patient was transferred to the ICU and put on a ventilator. The patient did not fully recover. The patient¿s family opted to remove all life support. It is presumed that the patient expired soon after however confirmation was not provided. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated. G1,2: contact office- contact has been updated. H3: device evaluated by manufacturer has been updated. H6: method code: remove code 4117. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension, a suprarenal stent graft extension and two (2) limb graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, a type 3a endoleak with complete separation, sac growth and a possible 1b endoleak was identified. An intervention is being discussed. As of the date of this report, there have been no additional patient sequelae reported. Additional information; an intervention was completed on (B)(6) 2019. The physician elected to perform an open repair and explant the graft. It was reported that the patient was doing well. However, on day two (2) post intervention, the patient experienced a mi (myocardial infarction). The patient was transferred to the ICU and put on a ventilator. The patient did not fully recover. The patient¿s family opted to remove all life support. It is presumed that the patient expired soon after however confirmation was not provided.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension, a suprarenal stent graft extension and two (2) limb graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, a type 3a endoleak with complete separation, sac growth and a possible 1b endoleak was identified. An intervention is being discussed. As of the date of this report, there have been no additional patient sequelae reported.